Manufacturer narrative:
Investigation into the event was hindered by lack of information from the customer. No information was provided regarding requesting precision tests. The customer indicated there were no analyzer condition codes at the time of the event. The root cause of the event could not be determined.

Event description:
A customer observed negatively biased qc results for multiple assays on the 5, 1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.